Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents are within specification. No missing segments or partial display noted. No purple glow or heat burn on the display window noted. No display anomaly noted. Unit was received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner. (B)(4).

Event description:
The customer reported that the insulin pump had a full blank screen. There was a purple glow on the screen. The customer stated it had a heat burn and could barely see the face. Customer's blood glucose level was 160 mg/dl. The customer could not see the screen unless it was under a very bright light. During the self-test, the insulin pump had a partial display. Customer's blood glucose level went up to 500 mg/dl. The customer treated his blood glucose level with the insulin pump. The last time the customer was hospitalized was a couple of years ago. Bubbles were found in the reservoir, around the black o-ring and some were on top. The insulin pump alarmed no delivery while priming. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.